Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported problems starting the device. The service technician indicated the unit would not switch on via the on/off button. The biomedical engineer had to remove the battery and the mains, then put everything back in order to switch on the device again. Confirmed post 35 volt supply failure and auxiliary alarm supply failure were located in the diagnostic log. Three consecutive measurements of the 35 v supply were less than 32.85v or greater than 40.15 v two seconds after startup, and three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported. The service technician replaced the power board and controller board to resolve the reported issue.